Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was difficulty advancing the 26mm sapien 3 valve and delivery system through the esheath. On x ray the valve was still in the esheath and looked fine. However, the wire had been pulled out of the left ventricle. The operators did not wish to remove the system and opted to advance and try and cross the annulus with the system. The system was advanced into the aorta. Valve alignment was not performed at this time just in case the system needed to be removed. The annulus was attempted to be crossed, but was unable to be. Valve alignment was completed and the annulus was attempted to be crossed again, but was unable to be. It was decided to remove the system as a unit. The delivery system was unflexed and the valve was brought to the top of the esheath. Once the system was just above the femoral head, it was not able to be moved. At this time, the patient was transferred to the or. A complete cutdown on the right femoral artery was performed and the system was removed. A repair of the right femoral artery with a graft was completed and the site was closed. It was decided not to attempt placement of another valve. The patient left the or in stable condition.

Manufacturer narrative:
Additional information was received. The annulus was unable to be crossed with the valve and delivery system because the wire was pulled back out of the lv. They were not able to recross with the wire and the device. The valve could not be pulled completely back into the tip of the esheath causing it to get stuck at the femoral head during withdrawal. The patients access vessel mld measuring around 8.5mm on noncontrast CT. The investigation is ongoing.

Manufacturer narrative:
3mensio imagery was returned and calcification was observed to be present in native annulus. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU for commander ds with s3u, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device procedure manual, tracking over aortic arch: ensure the edwards logo is facing up on the delivery system. Use 30 to 40 lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. Note: the delivery system articulates in a direction opposite from the flush port. Additional considerations: do not overflex while tracking over aortic arch. To prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel. Ensure the edwards logo faces upward throughout flexing and tracking. Note: the flex indicator may be used as a reference to assess degree of articulation in the delivery system throughout the procedure. Crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactively to help cross the first time. Use short movements to prevent jumping of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges: unable to track arch, unable to cross valve. Initial technique: proactive wire tension and distal flex. Stiffer wires may bias to outer curvature but provide more pushability. Note: pushability is improved with less flexing. Reducing flex and managing wire may also help with crossing. Note: the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Factors that make it difficult to cross: heavy calcification. Wire bias into commissure. Horizontal aorta. Tortuous thoracic aorta. Flex catheter kinked. Inadequate bav. Experiencing difficulty crossing. Make sure the wire is correctly extended at the apex. Pull tension on the wire or reposition. Add some distal flex or remove some partial flex. Pull the system back and readvance. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. Per the report, the wire had been pulled out of the left ventricle. The operators did not wish to remove the system and opted to advance and try and cross the annulus with the system. The system was advanced into the aorta. Valve alignment was not performed at this time just in case the system needed to be removed. The annulus was attempted to be crossed and were unable. Provided imagery in the 3mensio report shows the patient had a calcified native annulus. It is possible that presence of calcification in the annulus obstructed the valve from being placed in the annulus, causing difficulty in advancing the valve to the annulus. Likewise, the lack of the guidewire placement in the left ventricle can present a challenging pathway for crossing the annulus. Per the training manual, the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Although a definitive root cause is unable to be determined at this time, available information suggests that patient (calcification) and procedural factors (malpositioned guidewire) may have contributed to the difficulty or inability to cross native annulus event. Per the report, the valve could not be pulled completely back into the tip of the esheath causing it to get stuck at the femoral head during withdrawal. Per training manual, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. As the valve remained crimped on the inflation balloon during withdrawal of the delivery system, it is possible the valve was non-coaxially aligned and got caught on the sheath tip during withdrawal attempt, resulting in the reported withdrawal difficulties. Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (noncoaxial withdrawal of a crimped valve) may have contributed to the difficulty or inability to withdraw system with valve through sheath event. The complaint for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed. No manufacturing nonconformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that procedural factors (noncoaxial withdrawal of a crimped valve) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed. No manufacturing nonconformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) and procedural factors (malpositioned guidewire) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.